Event description:
It was reported that sometimes post a port placement, the catheter allegedly fractured and required surgical removal. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly fractured and required surgical removal. It was further reported that the ethanol lock therapy was allegedly found to be performed with the device as this practice was not recommended because of the damage that can present on the device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport slim implantable port attached to a catheter in two segments was returned for evaluation and one image and five photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted at the distal end of the attached catheter and on proximal end of the distal catheter segment and was elliptical in shape. The distal catheter segment returned showed distinct curvature. The catheter segments were noted to have catheter wear. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be flatten. The fracture surfaces were noted to be granular throughout. Therefore, the investigation is confirmed for the identified burst, stretched, protrusion and material separation issues and the photo review also confirms the same as the catheter edges were noted to have flat, thin and burst characteristics. The investigation is unconfirmed for the reported fracture issue as the specific damage like burst was identified and confirmed and no evidence of fracture was noted. The investigation is also confirmed for the reported improper procedure used issue as ethanol lock therapy was used which was against the instructions for use. Although the definitive root cause for the reported fracture could not be determined based on the available information, the identified burst, stretched, protrusion, material separation and the reported improper procedure issues were determined to be use error as the use of ethanol lock therapy which was against the instructions for use might have contributed to the burst of the catheter. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed: the instructions for use states that: ii. During port access alcohol should not be used to soak or declot polyurethane catheters because alcohol is known to degrade polyurethane catheters over time with repeated or prolonged exposure. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport slim implantable port attached to a catheter in two segments was returned for evaluation and one image and five photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted at the distal end of the attached catheter and on proximal end of the distal catheter segment and was elliptical in shape. The distal catheter segment returned showed distinct curvature. The catheter segments were noted to have catheter wear. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be flatten. The fracture surfaces were noted to be granular throughout. Therefore, the investigation is confirmed for the reported fracture and the identified material separation issues and the photo review also confirms the same. The investigation is also confirmed for the reported improper procedure used issue as ethanol lock therapy was used which was against the instruction for use. Although the definitive root cause for the reported fracture and the identified material separation issues could not be determined based upon available information, the root cause for the improper procedure issue was determined to be use error. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instruction for use was reviewed and states that: ii. During port access alcohol should not be used to soak or declot polyurethane catheters because alcohol is known to degrade polyurethane catheters over time with repeated or prolonged exposure. H10: b5, d4 (expiration date: 02/2024), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the catheter was allegedly fractured and required surgical removal. It was further reported that ethanol lock therapy was found to be performed with the device as this practice was not recommended because of the damage that can present on the device. There was no reported patient injury.